Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "damage or breakage of the implant"

Event description:
It was reported the patient underwent a labrum repair procedure on (B)(6) 2016. During the procedure, the anchor suture became damaged as the surgeon pulled the suture. The anchor remained in the patient. Another hole was drilled and a different anchor was used to complete the procedure after approximately a 15 minute delay.

Manufacturer narrative:
This follow-up report is being filed to correct information.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported the patient underwent a labrum repair procedure on (B)(6) 2016. During the procedure, the anchor suture became damaged and broke as the surgeon pulled the suture. The anchor remained in the patient. Another hole was drilled and a different anchor was used to complete the procedure after approximately a 15 minute delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. A conclusive root cause for the event could not be determined.

Manufacturer narrative:
This follow-up report is being filed to correct information.